Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Customers stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer was having error code 132.3000 and wanted to know what was the cause of it. I explain to the customer that he was having a tamper switch problem that it's sticking. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to replace his tamper switch. The customer said ok and ended the call.